Event description:
On (B)(6) 2010, leica microsystems rec'd a complaint from (B)(6) medical center regarding under-processed tissue from two (2) protocols which commenced on (B)(6) 2010 and completed on (B)(6) 2010, using peloris tissue processor serial number (B)(4).

Manufacturer narrative:
The investigation of this event being conducted by leica microsystems is continuing.